Event description:
It was reported that shaft break occurred. The target lesion was located in the middle right coronary artery in which subtotal occlusion was observe by angiography, and lipid plaque of thin fiber cap was observed by optical coherence tomography (oct). After 3.5 x 34mm non bsc stent implantation, a 4.0mm x 12mm quantum maverick balloon catheter and 3.75 x 15mm balloon was dilated and shaped. The stent was found to have poor adherence to the wall again on oct and there was no abnormality in the device and dilation process. The 4.0 x 12mm quantum maverick balloon was used near the stent and was dilated under maximum of 24 atmospheres. However, the balloon shaft was broken and there was no contrast agent diffusion was observed. The balloon was removed and found that the balloon rod/shaft was fractured. The procedure was completed with 4.0 x 12mm non bsc balloon. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).